Manufacturer narrative:
This report is submitted on june 12, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to no benefit from the device. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on august 11, 2023.